Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Based upon the information that breas medical presently possesses, with limited patient information, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event.

Event description:
Hospital technician in (B)(6) reports a problem with a vivo 50 ventilator, stating: "the device does not run on mains power. It has probably been dropped on the floor since the casing is damaged at one corner." No patient information has been provided despite multiple attempts and reminders.